Event description:
Pt reported experiencing high blood glucose (~500 mg/dl), while wearing the device. They indicated that, after removing the insulin cartridge from the device, they discovered moisture (that smelled like insulin) inside of the device's cartridge compartment. Additionally, pt reported that there appeared to be rust inside of the device. Pt stated that the device had generated an occlusion error. Pt indicated that they believe the device was not delivering the correct amount of insulin, when bolusing. They discontinued use of the device in 2005, and switched to their back-up device. At that time, their blood glucose level decreased.